Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the unspecified bd piston syringe the plunger was deformed. The following information was provided by the initial reporter. The customer stated: "when preparing the arterial blood collection analysis for the patient, it was found that the piston of the blood collection device was abnormal and blood could not be extracted."

Manufacturer narrative:
The following fields were updated due to additional information: b5: describe event or problem: it was reported when using the bd preset¿ arterial blood collection syringe the plunger was deformed. The following information was provided by the initial reporter. The customer stated: "when preparing the arterial blood collection analysis for the patient, it was found that the piston of the blood collection device was abnormal and blood could not be extracted." D2: medical device brand name: bd preset¿ arterial blood collection syringe. D4: catalog # 364314. D4: medical device lot #: 1208449. D4: medical device expiration date: 2023-08-31. D4: UDI # (B)(4). G.5. PMA / 510(k)#: k022426. H4: device manufacture date: 2021-07-27. H6: investigation summary: bd had not received samples, but 10 photos were provided for investigation. The photos were reviewed and the indicated failure mode for deformed plunger stopper was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of deformed plunger stopper was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode deformed plunger stopper. Bd determined that the root cause of the indicated failure mode was attributed to worn manufacturing equipment as well as interfering parts within the manufacturing process. Several corrective actions are being put in place which include repositioning equipment and replacing worn parts. The process will continue to be reviewed after corrective actions have been completed.

Event description:
It was reported when using the bd preset¿ arterial blood collection syringe the plunger was deformed. The following information was provided by the initial reporter. The customer stated: "when preparing the arterial blood collection analysis for the patient, it was found that the piston of the blood collection device was abnormal and blood could not be extracted."